Event description:
Caller reports that, she bought about 4 packs of 2x3.5 inches carbon electrodes from medical product online to use for her back. She has been undergoing this therapy for a while now. The electrodes where in place for two days and she experienced itching and burning sensation on site of placement and when she took them off, there was redness and rashes on her back the same size as the electrodes. She called the company to report these side effects and tried to return the product but they will not take them back or refund her money. Now she is stuck with the electrodes. She wrote to inform them she was going to call the FDA and report the adverse effects of the product and is still awaiting for a reply from them. She hopes the FDA will look into the issue and help protect other people from falling victims to the same situation.